Event description:
It was reported the pt experienced a loss of therapeutic effect from their device following "a couple of falls." It was reported the pt had two "bad falls," one in (B)(6) 2009, and another in (B)(6) 2010. After the initial fall, it was stated the device stimulation doesn't "feel as strong" and seems to fade. When the device was turned off then on again, stimulation was felt. It was stated that "three months ago" the device started turning off. It was stated the pt also felt pain at the pocket site, and the pocket had become "swollen and puffy over the last four months." The pt was referred to their health care provider. Additional info has been requested. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).